Manufacturer narrative:
Initial and final (B)(4) - device 1 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient faced three infusion sets leakage event on (B)(6) 2026. The leakage occurred at the site. The infusion sets was in use, with the first issue occurring after three days of use and the second within a few hours of insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.